Event description:
(B)(4). The heavy bleeding came first, followed by the stabbing pains in my lower abdomen and sides. These pains are so bad sometimes they double me over to the floor. It feels like someone is stabbing me with a hot knife. Headaches and terrible mood swings happened next. I've only experienced the metal taste a few times. I gained so much weight I actually had to go to my physician for help. I didn't realize this could be from the essure until a friend of mine told me about her symptoms and how she had surgery and feels 100% better.